Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that during a saphenous vein harvesting procedure that the clips would advance but the jaws would not close to clamp the clips. Another like device was used. There was no pt consequence.